Event description:
On 05/10/2000, the bioenterics corp sales and marketing communications mgr was contacted by the initial rptr(s). They were performing a nissen fundoplication and using a bioenterics endolumina ii transillumination system (50 fr). While a nurse anesthetist was attempting to pass the cable down the pt's esophagus and into the stomach, the device's (detachable) tip became detached in the pt's oral pharynx. The nurse anesthetist had trouble passing the cable and that it was curling up in the back of the mouth. The surgeon concluded that the tip made a u-turn in the oral pharynx and detached. While the cable continued down the esophagus. The tip was not attached when the cable was retracted. X-ray showed that the tip was located in the oral pharynx, and was removed tip first. The surgeon did not notice any of unusual force while inserting the cable. Surgeon (also) indicated that there was no apparent injury to the pt as a result of this incident. The procedure was cancelled because the x-ray showed air in the pleural cavity and in the chest, which could have been caused by esophageal perforation. The surgeon did not suspect there was perforation and noted that even successful nissens occasionally show air in these locations. The pt was moved to the room and treated with antibiotics. When contacted on 06/09/2000, the rptr indicated that esophageal perforation did not occur.